Event description:
It was reported that the device had high defibrillation thresholds with the implanted subcutaneous lead. The lead was explanted and a transvenous lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis.